Manufacturer narrative:
Physio-control will submit a supplemental report on this event .

Event description:
The customer reported that the device ac mains light was not illuminated when connected to ac mains power. The reported problem is indicative of a power supply failure. There was no pt use associated with the reported event.